Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported a serious injury due to a non invasive blood pressure cuff not deflating. No further info was given.